Manufacturer narrative:
(B)(4).

Event description:
It was reported during a procedure to implant an axium neurostimulator system, the patient experienced persistent bleeding at the ipg pocket site. Electrocautery and various clotting medications were used in an attempt to stop the bleeding to no avail. The site was then stitched and the bleeding ceased. Postoperatively, no bleeding was observed and the patient was doing well.